Event description:
(B)(4): information was received from a healthcare provider (hcp) regarding a patient who was receiving 60 mg/ml of morphine at 10.5 mg/day, 500 mcg/ml of clonidine at 87 mcg/ml, 500 mcg/ml of baclofen at 87 mcg/day, 40 mg/ml of marcaine at 7 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that the hcp was able to aspirate the volume expected from the pump, but was not able to fill the pump past 30 mls. The hcp was using a manufacturer¿s refill kit and had checked the kit tubing and needle patency. It was recommended that locked valve procedure be performed and a smaller syringe to force saline into reservoir. No symptoms were reported. No further complications were reported or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.